Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a loss of therapeutic relief and increased pain. On 2014 (B)(6), an x-ray revealed that the catheter migrated to t9. The catheter was replaced the following day. The patient resolved without sequelae on the same day. It was noted that the pump segment was replaced on 2013 (B)(6). The device system was used to deliver dilaudid and bupivacaine.

Event description:
The following previously reported information no longer pertains to this event: it was noted that the pump segment was replaced on 2013-(B)(6). Please see manufacturer report # 3004209178-2014-00889 for information regarding this event.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).